Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - high threshold due to lead micro-dislocation was reported. Patient was diagnosed with ventricular lead dislocation. On (B)(6) 2018, a ventricular lead repositioning was performed.